Event description:
Related manufacturer reference number: 2017865-2022-46568. It was reported that a patient presented on (B)(6) 2022 with high capture thresholds on their right ventricular lead. An x-ray was performed which showed that the patient's implantable cardioverter defibrillator (ICD) appeared to have migrated, which also caused the right ventricular lead to be pulled on. A micro-dislodgement of the lead was suspected as a result of this. The ICD and rv lead were both explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing threshold. As received, a complete lead was returned in one piece with the helix stretched consistent with procedural damage. Helix mechanism test could not be performed due to as received stretched helix which is consistent with procedural damage. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.